Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a lap nephrectomy procedure, the device was dropping clips. No additional info is available. Another device was used to complete the procedure. There was no pt consequence.